Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the pediatric patient experienced failed sensor after warm up which occurred after the sensor had been inserted in the abdomen. Per documentation around 10 am the day of the report, the parent transported the patient to the emergency room due to hyperglycemia symptoms including stomachache, palpitations, and vomiting. At that time, the display device was showing the message "sensor fail; replace sensor now," and that is why they were not aware that the patient was hyperglycemic. The parent was unsure how long did the patient had been out of an active sensor at that time. The last known reading prior to sensor failure was not specified nor clarified. The parent also did not replace the failed sensor. They were reportedly able to check the patient's blood sugar via bg (blood glucose); however, they could not remember. The bg by the nurse was 825 mg/dl. The patient received treatment including IV drip, potassium chloride, and novolog. After a while, the patient was discharged and was in good condition at the time of the report on the same day. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.